Event description:
A report was received that a pt's ipg will no longer charge. An x-ray was taken and had confirmed that the ipg has flipped, which is preventing the pt from being able to charge. The pt's physician had recommended an ipg revision.